Manufacturer narrative:
This file was originally incorrectly filed under registration number mrn 2183161-2025-00018. The date of that submission was 20 february 2025. One device was returned for analysis with complaint of cassette error, not locked. Log events was reviewed and there are no errors related to the customer complaint. There were no services reported previously. Visual and functional testing was performed, and complaint was confirmed. Probable cause was flex sensor circuit not functioning properly. Flex sensor circuit was replaced with a new one.

Event description:
It was reported that the device had a lock cassette error, even though it was locked. There was no patient involvement, and no patient harm/adverse event reported.